Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl of an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that the pump gets under her ribs and she has to push it out of the way because it causes discomfort. It was further noted that the pump gets under the ribs and pushes them out on the right side and the patient had a hard time getting them back. The issue was described as having occurred over several years, at least 5 years or more. The date of the event is unknown (day, month, and year unknown). The patient did not have a healthcare provider / managing physician. It was further reported that the pump was empty and the patient had not used it in years. Fentanyl was the last drug in the pump but the patient got scared of fentanyl and wanted it out. The patient had fell twice in three weeks in (B)(6) 2019 (month and year known only) and now the pump gets in the way when they try to take x-rays of her hip. The pump bothered the patient and the patient wanted the device explanted. Physician listings were sent as requested. No further patient complications have been reported as a result of this event.